Manufacturer narrative:
The customer report of a ballooned pump segment was confirmed. Pressure testing of the set was performed. It was observed that the silicone segment area directly below the upper fitment component started to bulge around 15psi. Further testing was performed by attaching a lab gauge needle to the male luer end of the reprimed set as the set was loaded into a lab pump module. The pump module door was then closed, and the received syringe (filled with fluid)was reattached to the set's lower smartsite port. The roller clamp above the recently affixed smartsite port was applied and the fluid within the syringe was attempted to be pushed through. There was no observation of bulging on the silicone segment. The fluid push was repeated; however without applying the roller clamp, it was observed that the silicone segment bulged at the area directly underneath the upper fitment component. A slight bulge along the set¿s silicone segment component was observed. The bulge is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the device alarmed occlusion on the patient's side. Attempts were made to manipulate the primary IV line without success. While flushing the line, the channel door was bulging in and out. The channel door was opened and a ballooned pump segment was seen in front of the sensor. It's unknown if the tubing was clamped above the site of the flush.

Manufacturer narrative:
Concomitant medical product: 10ml bd syringe ref 306546, lot 8267646, exp 2021-09-30 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device alarmed occlusion on the patient's side. Attempts were made to manipulate the primary IV line without success. While flushing the line, the channel door was bulging in and out. The channel door was opened and a ballooned pump segment was seen in front of the sensor. It's unknown if the tubing was clamped above the site of the flush.